Event description:
It was reported that the customer's blood glucose was 26 mg/dl, when a discrepeant reading of 400 mg/dl was received on the meter. The patient was treated. It was stated that the insulin pump was constantly alarming to the poitn where the alarms became ignored. It was stated that use of the continuous glucose monitoring system was discontinued in march of 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.